Event description:
It was reported that the user¿s cat chewed and broke the infusion tubing during a supply change. The user received an unable to proceed alert and the required assistance to complete a full supply change. The user was confirmed disconnected from the pump, advised to discard the compromised set and use new supplies, and successfully completed the change with no further assistance needed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included user interview and troubleshooting with education on replacing supplies. Investigation of this case revealed damage to external infusion tubing due to animal interference, with successful resolution after replacement. It was concluded that the event was attributable to external damage to disposable components, with device function restored after new supplies were used.